Manufacturer narrative:
The instrument involved in this incident was not returned to hebu. According to the distributor, it had been disposed off by the hosp. Since there is not lot # or other evidence to prove that the affected device has been mfg by us, no statements can be made, and no conclusions drawn. Please refer to MFR report # 9611112-2007-00003 for our investigation of the last (fourth) incident that occurred with hebu bone holding forceps. Production of the affected design was stopped in 2007.